Event description:
Facility reports, a pt had been bathed and was transported from the bathroom. The sub chassis was attached to the ambulift chair at the front instead of the rear. The chair and pt was then lowered. The chassis tilted and jammed against the floor. The staff nurse pulled the sub chassis from the front which pulled the chair away from the mast. When the chair became released it swung back against the mast and struck the care assistant.